Event description:
A customer reported to baxter corporate product surveillance (cps) of a clearlink that had tubing pulling out from the cylinder when this set is attached to a saline bag. It was reported that there seems to be not enough solvent on the bonding. It is unknown what process step this event occurred. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample and an unused companion sample were received for evaluation for the two reported occurrences of tubing pulling out from the cylinder when the set is attached to a saline bag. A visual examination of the actual sample confirmed the reported condition of the inlet port's tubing being pulled off. A functional pull test was performed on the remaining solvent bonds and the unused companion sample, and no failures occurred. The root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.